Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the recipient reported no longer having access to sound with the device and that it was making strange sounds. Previously in january of 2019 the recipient had good hearing performance.

Event description:
On (B)(6) 2019, the recipient reported no longer having access to sound with the device and that it was making strange sounds. Previously on (B)(6) 2019 the recipient had good hearing performance. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.